Event description:
The following has been reported: pump reported not working, unknown issue. Evaluated logs and found errors. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump experienced a pump problem alarm. The solder connection at l104 was not sufficiently applied which led to a loss of voltage at j8. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.